Event description:
Procedure type: urological/gynecological. According to the reporter: the patient underwent a procedure for treatment of stress urinary incontinence and other symptoms. Allegedly, the patient experienced pain, injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4).